Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient had a bad fall a few months back. The patient reported they tripped on a rug and fell on their butt and cut the back of their head. The patient stated they went to a clinic but they sent the patient home. The patient reported knots near the implant and that their symptoms have slowly come back. The patient reported that they are having leakage and that they go to the bathroom but they still feel like they have to go. The patient also clarified that they have several bumps around the area near the implant and that they hurt.